Event description:
Legal complaint received alleging that on (B)(6) 2008 patient underwent right total hip arthroplasty. Patient allegedly experienced rashes, eosinophillia, elevated serum chromium levels. CT scan allegedly revealed soft tissue pseudotumor, with diagnosis of aseptic lymphocytic vasculitis (alval). Patient underwent revision on (B)(6) 2010 during which the m2a magnum cup, taper adaptor and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal complaint received alleging that on (B)(6) 2008 patient underwent right total hip arthroplasty. Patient allegedly experienced rashes, eosinophillia, elevated serum chromium levels. CT scan allegedly revealed soft tissue pseudotumor, with diagnosis of aseptic lymphocytic vasculitis (alval). Subsequently, patient underwent revision on (B)(6) 2010. The head, cup, and taper were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02889 & 1825034-2012-00204 / 00205). The later revision procedure on (B)(6) 2010 was reported on medwatch numbers 1825034-2012-00206 / 00207.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process., particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. Further, there has been a report regarding an association between articulating surfaces of: cocrmo alloy on cocrmo alloy, cocrmo alloy on polyethylene, and titanium alloy on polyethylene in hip replacements and increased genotoxicity. This report, however, did not assess either the clinical relevance of the data or make any definite conclusions as to which metal ions or interactions between metal ions or particulate metals might be responsible for the observed data. The report further cautioned that an association does not necessarily mean a causal relationship, and that any potentially increased risk associated with metal ions needs to be balanced against the benefits resulting from hip replacement. A low incidence of metal hypersensitivity has been reported with failed metal-on-metal implants. The clinical relevance of these findings is unclear, and it is not known whether metal hypersensitivity causes implant failure." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown". The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-00204 through -00207).